Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be an MDR reportable occurrence. Upon review of the event description, it was determined that the device failure is exempt from MDR reporting per 21 crf803.19, reference e1997041 and will be reported on alternative summary report

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaq0781 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the patient to (B)(4): patient needed to know if the powerport clearvue contains latex. She stated that she is allergic to latex and is having an allergic-like reaction. The patient stated that she was septic and received a new port. She later developed red man syndrome with her vancomycin infusion so her antibiotic was changed. The patient is currently off antibiotics, but continues to have itching and redness, particularly over her port site. She also has a silicone malecot-style feeding tube. The insertion site for the feeding tube has become irritated as well. (B)(4) confirmed that the powerport clearvue does not contain any natural rubber latex. The product is made of silicone and polyurethane.